Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the right atrial lead exhibited bad electrical values since the device upgrade procedure. The lead was capped and replaced. The patient was in good condition.